Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion. The problem occurred during delivery of normal saline at the emergency room. It was further reported that approximately 800ml of the 1000ml bag remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.